Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced the ipg being too superficial and causing a small hole to form at the pocket site. The ipg was explanted (date unknown).